Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. The reported headache seems to be a medical side effect of the suspected trauma. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been received yet.

Event description:
In (B)(4) 2018 the user reported a headache and then had no further hearing sensation. No specific trauma has been reported, nor swelling or inflammation above the implant housing. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2018 the user reported a headache and no more hearing sensation. No trauma has been reported, nor swelling or inflammation above the implant housing. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. The reported headache seems to be a medical side effect of the suspected trauma. This is a final report.

Event description:
In (B)(4) 2018 the user reported a headache and then had no further hearing sensation. No specific trauma has been reported, nor swelling or inflammation above the implant housing. The user has been re-implanted on (B)(4) 2018.